Manufacturer narrative:
On 23-jul-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Note: this report is being submitted as follow up number 2 due to the following transmission error: "duplicate report is found for this supplement report." However, this is the only follow-up report sent. Bwi's it department has reached out to the FDA for this issue on (B)(6)-2021 and has been working to resolve this since then. On (B)(6)-2021, the product was returned to biosense webster for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hemostatic valve came apart on the vizigo sheath and there was bleed back from the sheath. The hemostatic valve came apart on the vizigo sheath and there was bleed back from the sheath. The sheath was exchanged and the issue was resolved. The case continued without any further incident. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On other hand, the brimmed cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device 00001642 number, and no internal action related to the complaint was found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions of the hemostatic valve, an internal action was opened. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hemostatic valve came apart on the vizigo sheath and there was bleed back from the sheath. The hemostatic valve came apart on the vizigo sheath and there was bleed back from the sheath. The sheath was exchanged and the issue was resolved. The case continued without any further incident. When inserting the pr into the sheath hub - the white valve inside the vizigo sheath was compromised and causing bleed back onto sterile drape. It is unknown if the hemostasis valve (gasket) break into two or more separate piece, blood was seeping out. Looked like white valve was possibly pushed in. The sheath was being used for transeptal access to la. It was not noted that air entered the patient. The issue did not require percutaneous, surgical removal or medical intervention. Hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was approx 50ml. Bleeding was from compromised valve; sheath was replaced with 2nd vizigo and issue resolved. Hemostatic valve separation is MDR-reportable.